Manufacturer narrative:
The serial number (sn) displayed was not in customer inventory. Screen shows (B)(6) and barcode label reads (B)(6). The field service engineer (fse) factory defaulted and corrected sn to reflect correct sn shown on label. No performance verification test (pvt) or device history report (DHR) required.

Event description:
The event involved a plum duo infusion system where it was reported that the device serial number show on screen does not match serial number on barcode label during implementation/configuration of device. There was no patient involvement and no patient harm.